Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery while using the adc freestyle libre reader. On (B)(6) 2021, the customer had a loss of consciousness and was brought to the emergency room where they received unspecified third-party medical treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a fast-draining battery while using the adc freestyle libre reader. On (B)(6) 2021, the customer had a loss of consciousness and was brought to the emergency room where they received unspecified third-party medical treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.